Event description:
A pt undergoing ablation for avnrt during first mapping of node less than 40 seconds cryomap during which 2:1 block and then complete heart block occurred. The procedure was then terminated. Two days later the pt was still in chb with narrow junctional escape rhythm in high 50's with exertional fatigue. A permanent pacemaker was implated. The device did not malfunction but its contribution cannot be ruled out. The event constitutes a serious injury because the ablation was terminated early and further medical intervention was required: permanent peacemaker was implanted.